Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while performing applicative tests on the robot, two communication errors occurred causing the robot to shut down. The first communication error occurred when the arm was in axial mode on the trajectory. The vigilance device was not pushed down properly when the arm was attempted to be moved, and a communication error occurred causing the robot to shut down. The second error occurred after the arm reached the trajectory with the microdrive holder. The microdrive was placed inside the holder with too much force while the arm was in a locked position, causing the communication error and shutdown.

Manufacturer narrative:
Technical investigation of log files indicates that two communication error occurred during the surgery. The first communication error has been detected after changing the speed to fast in axial free cooperative mode during the clearance procedure. A failure in a function occurred which translates an error with the controller. The communication error is due to a ¿udp socket timeout¿ error. Then, the arm was successfully sent on trajectory and the user obtained the current position coordinates. A communication error occurred during initialization for the cooperative mode in guidance. A failure in a function occurred which translates an error with the controller. The second error is detected as an ¿overspeed¿ error. According to the complaint description, the microdrive was placed inside the holder with too much force while the arm was in a locked position. An important pressure on one of the arm axis can be detected as an ¿overspeed¿ error. Therefore, the user probably applied too much pressure on the axis 4 of the arm placing the tool, which caused the communication error and the shutdown of the device. It is a normal behavior from the device.